Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® saf-t wing® blood collection and infusion set butterfly was not screwed on tight to the vacutainer. When the blood collection tube was pushed onto the vacutainer, the vacutainer end of the butterfly popped off. As a result, the patient's collected blood went "everywhere." It was noted that the reporter's environment "can be a little chaotic." No patient injury was reported.